Manufacturer narrative:
A sample is expected to be returned for evaluation however at the time of the investigation the sample has not yet been received. The investigation will be updated once the sample is received and evaluated. A device history record review could not be performed because the lot number provided is not valid. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because the sample has not yet been returned for analysis, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. The current process controls are executed in accordance with product specifications to meet quality acceptance criteria. We will continue to monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the connector cracked one month after set up in the patient and formula leaked.